Event description:
It was reported that during the preparation of a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft breakage occurred. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that during the preparation of a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft breakage occurred. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 23.2 cm distal from the catheter's strain relief. Several kinks were identified along the hypotube. A visual and microscopic examination identified a kink in the inner and outer lumens approximately 54mm distal from the port. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).